Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be peeling. Functional testing was able to duplicate the reported problem. It was determined that the dso seal didn't have enough adhesive to hold intact. The dso seal was replaced, and the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.